Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B) (6) 2010 alleging inaccurate high readings on the pt's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful to get a hold of the pt and sent a letter to obtain further clinical info. The reporter mentioned that the pt first noticed the elevated readings on (B) (6) 2010 at either 8 or 9 am. The pt obtained a 198 mg/dl on (B) (6) /2010 at an unspecified time. The pt then took her insulin. She developed symptoms of low blood glucose at 8 am or 9 am. The pt felt lethargic, confused, could barely open her eyes, groaned, could not smile and could only raise her hand. Ems were called and the pt was tested on the ems meter at 11:30 and obtained a 37 mg/dl on their meter and was treated with glucagon injection. The product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, verify readings prior to the event, and when symptoms actually occurred and when the 198 mg/dl reading was taken. It would have also been helpful to know what the reading was prior to the paramedics leaving. The complaint is being reported since the reporter alleged that due to the elevated reading, the pt took insulin and later developed symptoms and had to be treated by ems for a blood glucose reading of a 37 mg/dl.